Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator. Welch allyn factory service discovered a reportable secondary finding upon powering up the device, which the customer had returned for routine preventative maintenance. The device display screen was all white, rendering the screen unreadable. Factory service found that the display cable was disconnected. They reconnected the cable to restore normal operation. The device passed all release testing and we returned it to the customer.

Event description:
Welch allyn factory service found that a unit in for preventive maintenance had a white screen on power up. The effect of this white screen is that the unit would be rendered unusable. The customer made no mention of this malfunction when returning this unit for service.